Event description:
It was reported that the insulin pump alarmed several motor errors, although none had been received within the last 3 weeks. The blood glucose reading was 124 mg/dl. The customer stated that he shakes the insulin pump and eveyrthing worked fine. He requested an upgrade of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.